Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cup impactor functioned effectively during the surgery to implant the cup, but the spring at the tip of the handle is worn and won¿t hold the impactor tip properly on the end of the handle. The surgeon asked to have it replaced.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.